Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Patient presented in lund sus with pain in hip. An x-ray was taken. Patient requires revision surgery. It was noted that the patient needs a revision of the implants stem and cup will be done (B)(6) 2015.